Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a company representative via telephone on (B)(6) 2021, consumer¿s mom stated that on an unknown date the her daughter's eyes became red and irritated. On an unspecified date, they visited nearby eye care professional (ecp) and the ecp stated she had corneal ulcers caused by defective contact lenses. Symptoms resolution was unknown. Additional info has been requested but not yet available.

Event description:
Additional information received on 01feb2021, ae form was received and states that patient slept in lenses night before, woke up with the symptoms. Lenses were 1 day old. Patient also reported ice fishing & perhaps around or in smokey environment. Infiltrate is present. Location of the ulcer in left eye was at 7 o'clock mid-periphery and size was 0.5 mm and permanent scaring was noted on the left eye. Right eye was red and there was no ulcer or infiltrate on it. Additional info has been requested but not yet available. As initially reported by a company representative via telephone on 22jan2021, consumer¿s mom stated that on an unknown date her daughter's eyes became red and irritated. On an unspecified date, they visited nearby eye care professional (ecp) and the ecp stated she had corneal ulcers caused by defective contact lenses. Symptoms resolution was unknown. Additional info has been requested but not yet available.

Manufacturer narrative:
B5.,g7.,h2.,h6., new information has been received and the additional information has been updated. Additional information received; based upon the review of the facts available at this time, this complaint is no longer considered serious or reportable. The manufacturer internal reference number is: (B)(4).